Event description:
It was reported that during a stenting treatment procedure, balloon withdrawal resistance occurred. The patient presented for treatment with an st elevation myocardial infarction. The target lesion was located in the left anterior descending artery. The 5.0 x 28mm veriflex mr stent delivery system was inflated 20-30 atms without waist and deflated. The device was being withdrawn from the stent post deployment when it met resistance. The physician was able to remove the device without any additional measures. The midshaft to hypotube area was noted to be stretched though intact. The procedure was completed with this device and the stent was determined to be well positioned and well apposed. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device found that the midshaft was severely stretched. A kink was present in the inner shaft approximately 1cm proximal to the tip. An examination of the balloon found that the balloon had been inflated and the stent was deployed and not returned for analysis. Several attempts to inflate the balloon failed. The problems experienced during attempts to inflate the balloon, is consistent with the damage that was present along the midshaft. A clear impression of the stent crimp was visible on the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the dfu states "do not exceed rated burst pressure as indicated on product label." (B)(4).

Event description:
It was reported that during a stenting treatment procedure balloon withdrawal resistance occurred. The patient presented for treatment with an st elevation myocardial infarction. The target lesion was located in the left anterior descending artery. The 5.0 x 28mm veriflex mr stent delivery system was inflated 20-30 atms without waist and deflated. The device was being withdrawn from the stent post deployment when it met resistance. The physician was able to remove the device without any additional measures. The midshaft to hypotube area was noted to be stretched though intact. The procedure was completed with this device and the stent was determined to be well positioned and well apposed. No patient complications were reported and the patient's status is stable.